Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was reported as respiratory failure. The patient was not hospitalized prior to death. Pd therapy was reported as ongoing at the time of death however the patient was not performing therapy at the time of death. It was reported if an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not linked to the reported death until after the device had been serviced. A complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or intraperitoneal volume iipv events that could have caused or contributed to the reported death. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is received, a supplemental medwatch will be filed.